Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 088. Upon removal from the packaging, the neuron max 088 was found to be fractured and was not used. The procedure successfully continued using a new catheter.

Manufacturer narrative:
Result: the neuron 088 distal tip was damaged; the neuron 088 was kinked along the entire catheter shaft. Conclusion: the complaint has been evaluated. The complaint indicated that the neuron max 088 was found to be broken upon removal from the packaging. Additional information from the penumbra representative indicated that the distal tip of the catheter was damaged. Another catheter was used to successfully complete the procedure. Evaluation of the returned device revealed damage to the distal tip and multiple kinks along entire length of the catheter shaft. The root cause of the damage to the distal tip could not be determined. The kinks likely occurred from improper packaging of the device for return. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.